Event description:
Pt reported obtaining back-to-back blood glucose results of 67 mg/dl and 135 mg/dl, while using the suspect device. Pt's therapy was not modified based on these values. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.